Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced all four of the caster to repair the bed.